Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. The supplied x-rays were or poor legibility and did not add value to the investigation. Review of the supplied medical records confirmed device loosening as reported. The investigation could not draw any conclusions about the root cause of the device loosening with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address femoral and tibial loosening at the cement/implant interface. Depuy cement was used.